Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent express bolus button response due to corroded keypad traces. The pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.

Event description:
The customer reported via phone call of a button error from the insulin pump. The customer's blood glucose level was 236 mg/dl. The customer stated that he was trying to give a bolus and the insulin pump alarmed button error. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.